Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reading from user's meter (6.9 mmol/l) was compared to a reading from a different roche meter (17.9 mmol/l) within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.